Event description:
The lay/user pt contacted lifescan (lfs) alleging that the control solution for the lfs ultralink meter was reading inaccurately high. Although it was verified by the customer service advocate (csa) that the control solution test was within range, the product still had an inaccurate high control solution when the pt contacted lfs. At the time of troubleshooting, it was verified by the csa that the test strips were in good condition, testing technique was correct, and control solution stored properly. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for eval, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.